Event description:
A (B)(6) male pt contacted zoll customer support to report that the charger was cycling through blue and white screen and prompting to insert a battery. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (cycles through blue and white screen and 'insert battery') was confirmed. As rec'd, the charger/modem was resetting. The cause for the resets is a shorted u13 (8-bit cmos flash micro-controller) component. The cause of the shorted component is contamination on the battery board inside the charger/modem. The root cause of the contamination cannot be positively identified, but is likely liquid ingress. No adverse event resulted from the contamination. The pt was issued a replacement charger/modem.